Manufacturer narrative:
Per additional information received, the event was found cascading and is being reported on a separate record. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheter was not of good quality and the patient stated that there were issues with them pinching and they were more flimsy. The patient also stated that the catheter fell apart during insertion. Per additional information, the customer noted that when the suprapubic catheter buckled during insertion and seemed to kink, restricting the flow through the catheter since it was more pliable towards the end where it enters the body. The customer noted that when this occurred, the patient experienced leakage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter was not of good quality and the patient stated that there were issues with them pinching and they were more flimsy. The patient also stated that the catheter fell apart during insertion.